Manufacturer narrative:
One controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the returned battery revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of a series of flags present indicating a memory corruption in addition to the pack and cell found under voltage. Replacing the integrated chip (ic) that controls the battery and charging the unit restored the battery to normal functioning. The confirmed malfunctions are related to the reported event. This is one of two reports (3007042319-2015-04172 and 3007042319-2015-04173) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-04172 and 3007042319-2015-04173) submitted for devices related to the same event.

Event description:
It was reported from the united states that a patient was seen in clinic and noted to have a loose power port in the controller housing. Battery also noted to not be providing power. A controller exchange was conducted without effect on the patient. The patient was discharged home from the clinic. The battery and controller are planned to be returned to the manufacturer. Investigation is ongoing.